Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. At the time of the report, customer's bg level was 441 mg/dl. Reportedly, the customer believes the pump was not delivering insulin as intended. Contact administered a manual injection to address elevated bg levels. System check with tandem technical support was performed, and the pump functioned as intended. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.